Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion located in the proximal to mid left anterior descending artery. During the procedure the catheter became twisted. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window twisted and entangled with wires and the tip at the soft part of the guidewire. Microscopic inspection revealed the guidewire exit port and tip were in good condition.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion located in the proximal to mid left anterior descending artery. During the procedure the catheter became twisted. The procedure was completed with another of the same device. There was no patient injury.